Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pen had a leadscrew anomaly. The customer stated that the inpen did not dial or push out any insulin when they attempted to deliver a dose. Troubleshoot was performed but the issue was unresolved. Customer¿s blood glucose was unknown at the time of incident. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.